Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawers failed and were not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed to detect on bus. A field service engineer responded to a report of drawers 1.1¿1.2 not detected on the bus. No failures were found on the station upon arrival. Issue was resolved after a customer reboot. Fse proactively reseated row board cables and restarted the device and then verified functionality via hardware test application. The system functioned as intended after the customer resolved the issue.